Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical - head. G2: foreign - event occurred in south korea. G2: literature: clinical outcome of reverse total shoulder arthroplasty (comprehensive system) after failed rotator cuff repair with a medium-term follow-up: comparison with reverse total shoulder arthroplasty for massive rotator cuff tear without osteoarthritis kim, ji un; yoon, ji young; jeon, young dae; cho, hyung ki; jeong, hyeon jang; oh, joo han jses international, volume 9, issue 6, 2081 - 2086 doi: 10.1016/j.jseint.2025.06.012. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient in the cuff tear arthropathy group developed scapular notching following reverse total shoulder arthroplasty. It is unknown if any further intervention was provided as a result of the event. Attempts have been made and no further information has been provided.